Manufacturer narrative:
D10 concomitant medical product: egia60amt egia 60 artic med thick sulu (lot#: p4j0944) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a ileocecal resection, when used on the ileum, the base of the cartridge caused a 5mm tear in the serosal membrane around the edge of the staple line. Two reloads were used that had the same issue. Reinforcement sutures were performed to resolve the issue.

Manufacturer narrative:
Additional information: d3 (MFR name and street 1), d4 (UDI), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. Staple pushers on the proximal side were pushed back to the cartridge. Functional testing noted that the reload was loaded into a representative handle. The clamping mechanism was deformed. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the base of the cartridge caused a tear in the serosal membrane around the edge of the staple line. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device was fired over tissue that was beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d3, d4(UDI) additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.